Manufacturer narrative:
H3: product analysis of apb-1-2-hx-es, lotno:229381268 ¿ as found condition: the axium prime coil was returned for evaluation inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the implant coil was still attached to the pushwire. The implant coil appeared to be stretched with the polypropylene filament was found to be broken. No bend was found on the pushwire. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed as the implant coil was stretched. However, the cause could not be determined. Possible causes include resistance during delivery, difficulty navigation, and re-positioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intracranial aneurysm embolization procedure to treat an unruptured saccular aneurysm in the internal carotid artery, the detachable coil (apb-1-2-hx-es) stretched before it filled into the aneurysm. The aneurysm had a maximum diameter of 6 millimeters and a neck diameter of 3 millimeters. The patient's blood flow and vessel tortuosity were normal. The surgeon requested a replacement of the device and retained the sample. The devices were prepared as indicated in the instructions for use (IFU). Additional information received that there were no issues that resulted in the damage that was found. The reason was unknown.